Event description:
It was reported that the patient was not receiving effective therapy due to high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2023 wherein the entire system was replaced to address the issue. Patient now has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.